Event description:
Complainant alleged that the cath lab clinicians were attempting to cardiovert a patient (age and gender unknown), using zoll multi-function electrodes with the unit, but the device failed to discharge. The clinicians then obtained another device and applied fresh multi-function electrodes to the patient and successfully cardioverted the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction. The complainant indicated that the electrodes used in the event were not being returned to zoll for evaluation, as they were inadvertently discarded subsequent to the event. In addition, the lot number of the used electrodes was unknown, as the electrode packaging was also discarded.